Event description:
It was reported that scale marking error occurred with a bd insulin¿ syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter, "the scale was misaligned".

Manufacturer narrative:
Investigation summary: customer returned (3) loose 30g x 8mm, 0.3ml bd insulin syringes (used). Consumer reported the scale was misaligned. A review of the device history record was completed for batch# 8169626. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were two (2) notifications [200767064, 200766925] noted that did not pertain to the complaint. There was one (1) notification [200766919] noted for scratched print. There were two (2) notifications [200767060, 200734928] noted for missing print. There was one (1) notification [200734924] noted for ink spots as per manufacturing, "a visual evaluation of 3 syringes using a plug gauge determined the scale is in the correct location. Volumetric testing was also performed on the syringes and was in the acceptable limits. 10 unit min value is 0.933 max value is 0.1063. 30 unit min value is 0.2843 max value is 0.314. Syringe #1 10 unit 0.0983 syringe #2 10 unit 0.0965 syringe #3 10 unit 0.1009 30 unit 0.2907 30 unit 0.2916 30 unit 0.2977 the reported defect was not seen in holdrege, therefore no probable root cause could be determined.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale marking error occurred with a bd insulin¿ syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter, "the scale was misaligned."